Event description:
Spontaneous call from patient. Cadd-legacy pump giving error message: no disposable. Pump won't run. Reports trying to tighten cassette and still got error. Switched to back up pump. New pump being sent. Sn of malfunctioning pump (B)(4). Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.